Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were dead and would not hold a charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, e1 (event site email), g7, h2, h10. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and found physical damage to q27 (shorted). The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center verified the reported failure that the batteries do not charge. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were dead and would not hold a charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The supplier returned the power management board and verified the reported failure. Q25, q26 and q27 were defective. They replaced q25, q26, q27, q50 and cr70. The board passed all of their testing and they performed change notice. A senior repair technician of the national repair center (nrc) in installed the board into the cardiosave test fixture and tested it to factory specifications per cardiosave service manual and procedure. The board passed testing and was put into stock/inventory per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the batteries and found the unit still would not hold a charge. The power management board was replaced and the battery charging issue was resolved. The stm noticed "back" system cooling fan was not operational. The stm replaced the cooling fan then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were dead and would not hold a charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.